Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tubing between the flowmeter output and the connector output was disconnected. The tubing was reconnected and the equipment was returned to service.

Event description:
The hospital reported flow on the auxiliary flowmeter could be adjusted, however, no flow was delivered. There was no report of patient involvement.